Manufacturer narrative:
Medical devices: 5554 lead.

Event description:
It was reported that the pacing impedance on the right ventricular lead was gradually increasing. The lead was monitored for over three years when a lead integrity alert triggered for non-sustained ventricular tachycardia. The plan was to replace the lead. No patient complications have been reported as a result of this event.